Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The sensor prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer experienced unspecified symptoms of hyperglycemia and had contact with a healthcare professional (hcp) who administered unspecified fluids and an insulin (dose/type unspecified) IV for treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.